Event description:
This is 2 of 2 reports linked to mfg report number 3004608878-2022-00143: a facility reported that during an unspecified surgery, when clamping the head, the locking screw on the mayfield swivel adapter that connects the mayfield infinity xr2 base unit (a2114) and the head mount broke. The patient's head was thus freely movable and was secured by the bedding orderly to avoid injuries. No serious consequences for the patient were observed. The event led to increased surgery time of 15 minutes.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
The mayfield infinity xr2 skull clamp (a2114) was returned for evaluation: device history record (DHR) - the DHR was reviewed, and no anomalies related to the reported failure was observed. Failure analysis - the investigation of the returned device showed that the broken screw on the swivel adapter does not pertain to the a2114 skull clamp. Evaluation found the torque screw of the skull clamp was out of specification requiring overhaul to return to specification. General maintenance and cleaning performed along with replacement of missing and damaged components. Root cause -evaluation found the torque screw of the skull clamp was out of specification requiring overhaul to return to specification, probable root cause is routine use and wear. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.